Event description:
Booked as revision of trident acetabulum for aseptic loosening 4 yrs post index procedure. Revision of trident c on c cup and liner 4 yrs post index procedure. This cup was shown (by bone scan) to be well fixed 2 yrs post op. The pt denies a fall but did state that she had a "slip" prior to the onset of symptoms.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.